Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after the pocket was closed, device testing revealed that the left ventricular lead exhibited loss of capture. Fluoroscopy showed that the lead had dislodged. The pocket was opened and the lead was explanted and replaced with a longer lead. The patient was stable during the procedure.